Event description:
It was reported that the patient experienced pocket pain. It was noted that no action was required or it was unknown if action was required as a result of this event. It was noted that the patient was continuing to work with physician to address option for pocket pain. It was noted symptoms associated with this event included pain at the device pocket. Additional information from the healthcare provider stated the cause of the event was pain at the patient¿s battery site. It was reported the patient had a surgical revision of their implantable neurostimulator (ins) on (B)(6) 2013. It was stated there was movement of the device due to patient weight loss and it was painful to the patient.

Manufacturer narrative:
Product ID: 3889-28, lot# v997481, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).